Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. It was noted that the shock impedance measurement had been greater than 125 ohms in the past, with the average measurements being approximately 100 to 105 ohms. Technical services (ts) discussed reprogramming the shock impedance alert with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.